Manufacturer narrative:
Product was examined by the naked eye and a review of the high magnification photos. This part exhibits a classic fracture pattern for a high carbon heat treated steel (400 series heat treated to rc 56 min.) That was torqued to failure. Additional MDR's associated with this event: 3025141-2018-00326: screw.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.